Manufacturer narrative:
(B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that multiple leaflet grasping attempts were made, which resulted in increased mitral regurgitation and suspected leaflet injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 2-3. There was a pronounced indentation of the posterior leaflet and dilated annulus. The clip delivery system (cds) was advanced, and it was very difficult to grasp the leaflets due to the anatomy. After grasping, it was not possible to achieve a satisfactory reduction in mr without producing a stenosis. After several grasping attempts, the mr increased to 3-4 and leaflet injury was suspected. The decision was made to discontinue the procedure. The cds was removed and no clips were implanted. The mean gradient pressure returned to baseline. A clinically significant delay was noted due to the multiple grasping attempts resulting in increased mr. The patient was confirmed to be clinically stable post-procedure, and refered to mitral valve replacement surgery for treatment of the mr. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation determined that the difficulty grasping the leaflets appears to be related to patient morphology/pathology. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.